Manufacturer narrative:
The investigation for the reported positioning issues has been completed. The device nor the data logs were returned for evaluation. Additionally, the clinical information was insufficient to determine a root cause alone. Therefore, the root cause of the reported positioning issues could not be determined. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 68yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the impella was unable to run at p6 due to increased ectopy and then the patient subsequently decompensates. The positioning adjusted on echo but was unable to optimally seat completely in left ventricular free space. The medical team decided to reposition the device and run it at p5 and the alarms stopped. There was no patient harm reported.